Event description:
The pt is enrolled in the triathlon ts revision knee study. We received the previous implant information case report form (crf) with information indicating that a stryker system was revised. The revision was due to "aseptic failure of the knee" as reported on the crf. The pt's primary knee was implanted (B)(6) 2006.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) was requested. If device or additional information becomes available, the evaluation summary will be submitted in a supplemental report. This is the same pt/event as MFR # 2249697-2010-01371.